Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet¿s screen became intermittently unresponsive, preventing unlocking and subsequent button presses, consistent with a key or button not working and implicating the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including a video of the issue. Investigation of this case revealed a software-related problem associated with unresponsive inputs on the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.